Manufacturer narrative:
The returned dorsal height adjuster was evaluated. Visual inspection showed that the device tip had fractured. There were no other signs of damage on the device. Based on the reported event, it is likely that the tip fractured while attempting to remove the screw. It should be noted that the dorsal height adjuster is meant to be used for minor manipulations of the screw. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that during the procedure, while attempting to remove a screw, the tip of the dorsal height adjuster broke off. The case was completed by leaving the existing screw in place and adding it in to the new construct. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure, while attempting to remove a screw, the tip of the dorsal height adjuster broke off. The case was completed by leaving the existing screw in place and adding it in to the new construct. There were no reported patient impacts or surgical delays.